Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00404: case 1, 3025141-2019-00405: case 2, 3025141-2019-00406: case 3, 3025141-2019-00407: case 4, 3025141-2019-00408: case 5, 3025141-2019-00410: case 7.

Event description:
Article: the results of internal fixation of three- and four-part proximal humeral fractures with the polarus nail, adedapo, a.o., ikpeme, j.o.; injury: international journal of the care of the injured 32 (2001) 115-121. Case 6: a polarus nail was implanted. Patient experienced proximal screw loosening and extrusion that caused pain; the screws were removed in a revision surgery.